Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had family issues over the last two years. It was not the inss that she couldn't charge. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer and a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient didn't keep either of their inss charged for 2 years due to "life issues". A charge was unable to be obtained and both of the devices were replaced. The issue was resolved. No further complications reported.